Manufacturer narrative:
The fse called the customer and the customer confirmed they are up and running and declining on-site service at this time. A complaint and service history review was completed for serial number (B)(4) from (B)(6)2014 through (B)(6) 2015 for similar complaints. There were 3 complaints reported during this time period, none of which were similar to the present issue. The probable cause of the event is unknown as no investigation was performed because the customer declined service. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported an error 2015 " bf probe purge failure" with their aia-360 immunoassay analyzer. The customer replaced the wash probe tip and stated that the sample probe is straight and intact, they repeated installation wizard but error 2015 persists. The customer is down and unable to run the aia-360 instrument causing a delay in reporting of patient results for e2, bhcg, and prog ii. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.